Event description:
The patient was revised because of osteolysis, wear of the liner and dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the only provided product and lot code since its release for distribution. The investigation is unable to draw any conclusions regarding the reported dislocation. Although unavailable for evaluation, it would not be unreasonable, however, to expect poly material wear after approximately 15 years of implantation. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since 2001.